Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "broken cable." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the 8 mm cobra grasper instrument was found to have a broken cable. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction to h6 (device problem code): the device problem code of 2907 was entered in error on the initial MDR.